Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference# (B)(4).

Event description:
Main monitor color changes to red and green during point-of-care ultrasound on ICU-dept. Exam completed on a different system. No patient impact or injury.